Manufacturer narrative:
(B)(4). D10:cat# 11-103203 lot# 320680 taperloc por lat fmrl 9x137. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02152, 0001825034 - 2023 - 02153. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: evidence of metallosis, elevated metal ion levels, pain. Upon incision the synovium was found to be bulging and clear fluid with some tissue debris was aspirated, a major synovectomy was performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after an initial hip surgery, the patient was revised approximately 12 years post implantation due to metal related pathology with symptoms of pain, elevated metal ion levels, and synovitis. The initial metal head and taper were exchanged with no complications and the patient has reportedly recovered well from revision surgery. Attempts have been made and no further information has been provided.